Event description:
Additional information 4 sep 2024: were there any diagnostics performed as a result of the soiled needle stick? A: no. If yes, what diagnostics were performed? Was any medical intervention required? A: no. If yes, please describe what treatment was provided.

Manufacturer narrative:
Additional information received.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 3363144. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the safety device was observed not fully activated. It is possible that this incident resulted from a misalignment in the plug placement station. Misalignment between the probe and blade parts can damage the grip, making it impossible to fully activate the needle retraction feature. However, the physical sample would be necessary to perform a detailed analysis for this possible cause. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd insyte autoguard needle only partially retracted. The following information was provided by the initial reporter, translated from portuguese to english: when you press the safety lock button to return the probe, the needle clicks, but only half of the probe is returned, and the needle comes into contact with the employee's finger.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.